Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected vitros trop I es results were obtained from two different patient samples processed on the vitros eciq immunodiagnostic system. The investigation could not determine a definitive assignable cause. Vitros tropi es pre-service precision testing performed was outside acceptable guidelines, therefore, an instrument issue cannot be completely ruled out as a contributing factor. There was no evidence to suggest reagent related issue contributed to the event. Based on historical quality control results, a vitros tropi es reagent related issue is not a likely contributor to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to establish if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
The customer observed two non-reproducible, higher than expected, vitros tropi es result were obtained from two different patient samples when tested on a vitros eciq immunodiagnostic system. Patient 1 sample result of 0.063 ng/ml versus the expected result of <0.012 ng/ml. Patient 4 sample result of 0.064 ng/ml versus the expected result of 0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected tropi es results were reported from the laboratory, however no treatment was altered, initiated or stopped based on the reported result. Ortho was not made aware of any allegation of patient harm as a result of this event. This report is number 1 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics (ortho). (B)(4).